Manufacturer narrative:
Updated: d9, h3, h4, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, distortion in image when angulated was identified. A definitive root cause of the issue could not be determined, however, the issue was likely the result of expected or random component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope exhibited a loss of signal/image. There was no report of patient or user harm as a result of the event.